Manufacturer narrative:
There was no injury associated with this event, however, it has been determined that should the malfunction recur, the device would be likely to cause or contribute to a death or serious injury. Should additional information become available a supplemental record will be filed.

Event description:
Dealer reported that the hf2post9 cylinder was filling for 2 hours on a homefill unit. The cylinder allegedly flew off the homefill unit and across the room, the stem was still attached.

Manufacturer narrative:
Additional/updated information was added to reflect the respiratory cylinder receiving an expanded evaluation. Per the expanded evaluation report, the complaint was confirmed for the brass fitting fracturing. However, it was undetermined if the cylinder "flew" across the room when the fracture occurred, as the cylinder did not have any scratches, scuffs, or impact marks that would indicate that the cylinder struck an object. It could not be determined if the fracture was a result of a material defect or yielding of the material by over-torqueing the fitting during assembly. The following fields were updated accordingly.

Event description:
Dealer reported that the hf2post9 cylinder was filling for 2 hours on a homefill unit. The cylinder allegedly flew off the homefill unit and across the room, the stem was still attached.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was: brass fitting broke off.

Event description:
Dealer reported that the hf2post9 cylinder was filling for 2 hours on a homefill unit. The cylinder allegedly flew off the homefill unit and across the room, the stem was still attached.